Manufacturer narrative:
The device has not been received for evaluation.(B)(4)

Event description:
During rotator cuff repair, the tip snapped off when being inserted into bone. Tip was able to be removed as it hadn't anchored into the bone properly. Insertion prep and technique was used per technique guide. Tip was pulled out with a artery clip. The surgeon prepared a second hole for the second anchor. The original hole was left empty.